Event description:
The patient reported being shocked. The event date is unknown. It was determined the shocks were inappropriate therapy. The device was reprogrammed. On (B)(6) 2017 the lead was explanted and replaced during a scheduled generator upgrade.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.